Event description:
Medtronic received information that nine years and four months post implant of the pulmonary valved conduit, the valve showed pulmonary regurgitation with pulmonary stenosis. Balloon dilatations were performed, along with the insertion of three stents and implant of a transcatheter bioprosthetic valve, inside the pulmonary valved conduit. Sixteen months later, the transcatheter bioprosthetic valve and the conduit were explanted to obtain better access for reoperation of the previously implanted aortic homograft. No patient adverse effects were reported.

Manufacturer narrative:
Product is expected to be returned however, it has not been received. Device history review is pending. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, an analysis summary will be included in the supplemental report with the device history review, once completed. (B)(4).

Manufacturer narrative:
Additional information: device manufacture and expiration dates have been added to this report. The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The product was not returned for analysis. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted. (B)(6). (B)(4).

Manufacturer narrative:
Received additional information updating the patient weight. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.